Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems when the number of tests remaining in the cartridge was getting close to zero. The results were reported out of the lab. The customer is not aware of adverse events.

Manufacturer narrative:
A field service engineer (fse) was dispatched and verified that the analyzer was operating within specifications. Evaporation caps which will help stabilize the reagent were provided to the customer who began placing them on all tp reagent cartridges. As of (B)(4) 2010, there were no further occurrences of low tp qc pr patient results. A clear root cause for this event is unknown.